Event description:
It was reported that a drop in sensing amplitude and oversensing noise due to multiple episodes of mode switch were noted on the right atrial (ra) lead. The physician decided to cap and replace the ra lead on (B)(6) 2026. The patient's condition was stable before, during, and after the procedure.